Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. The sample lot number is known, therefore, a batch review will be performed.

Manufacturer narrative:
(B)(4). This complaint was confirmed during evaluation of the returned sample; however, no root cause could be determined. A visual inspection was performed and the minicap sponge was found to have come out of the minicap. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
A customer reported to baxter an issue of misassembled minicap found before use. The customer reported that the sponge fall out once open the minicap. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint.